Event description:
A hospital in (B)(6) reported that the "green clasp" connector on the opt318 optiflow junior cannula "disconnected" from the (B)(4) breathing tube. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that the "green clasp" connector on the opt318 optiflow junior cannula "disconnected" from the 900pt531 breathing tube. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device has been received recently by the manufacturer and device evaluation is anticipated. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint cannula was returned to the manufacturer for evaluation. The complaint cannula was visually inspected and a pull test was performed on the swivel clip. Results: the visual inspection revealed no damage to the complaint cannula. The pull test identified the swivel clip to be within specification for this product. Conclusion: no fault was found with the returned complaint cannula. The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides revolutionary step between low-flow oxygen therapy and CPAP. Existing nasal cannula suitable for high flow therapies are comparatively rigid and difficult to apply. They can also be difficult to intentionally disconnect from the heated tube within the confines of an incubator in situations where the connection had been previously over tightened. This is due to the existing taper connection previously used. The easy-click swivel connection between the optiflow junior cannula and the breathing circuit is designed to disconnect under a more consistent disconnection force, independently of the previous connection force. This allows the caregiver to disconnect more easily in delicate situations with premature babies. The cannula is also designed to disconnect under an excessive load to prevent these forces from being transferred to the patient. Our user instructions that accompany the product state the following: - "under excessive load, the cannula may disconnect to prevent forces from being transferred to the patient. Ensure that all connections are secure during use." - "patient monitoring is recommended."